Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of chronic deep vein thrombosis and acute pulmonary emboli was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed and an inferior venacavogram identified the renal veins, but there were two left renal veins. The ivc diameter was 28 mm and no thrombus was evident. The filter was then deployed in the infrarenal ivc without incident. A post procedure image demonstrated satisfactory placement. The patient tolerated the procedure without complication and was hemodynamically stable. Approximately six months post filter deployment, the patient was scheduled for retrieval of the filter. However, after a review of medical history identified chronic thromboembolic pulmonary hypertension, the filter retrieval procedure was cancelled. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately six months post filter deployment, the patient was scheduled for retrieval of the filter. However, after a review of medical history identified chronic thromboembolic pulmonary hypertension, the filter retrieval procedure was cancelled. Therefore, the investigation is inconclusive for the alleged difficulties removing the filter as the provided medical records state that the filter removal was cancelled. It is unknown if at a later time an attempt to remove the filter was made. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details.

Event description:
It was reported sometime post vena cava filter deployment, that allegedly a filter retrieval procedure was performed, however, the filter remains implanted. Based on a review of the medical records received, approximately six months post filter deployment, a filter retrieval procedure was scheduled; however, after a review of the patient¿s medical history, the procedure was cancelled. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with a history of chronic deep vein thrombosis and acute pulmonary emboli was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed and an inferior venacavogram identified the renal veins, but there were two left renal veins. The ivc diameter was 28 mm and no thrombus was evident. The filter was then deployed in the infrarenal ivc without incident. A post procedure image demonstrated satisfactory placement. The patient tolerated the procedure without complication and was hemodynamically stable. Approximately six months post filter deployment, the patient was scheduled for retrieval of the filter. However, after a review of medical history identified chronic thromboembolic pulmonary hypertension, the filter retrieval procedure was cancelled. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment, that allegedly a filter retrieval procedure was performed, however, the filter remains implanted. Based on a review of the medical records received, approximately six months post filter deployment, a filter retrieval procedure was scheduled; however, after a review of the patient¿s medical history, the procedure was cancelled. There was no reported patient injury.